Event description:
It was reported that the cuff and tube was checked prior to use and functioned properly. During laparoscopic total thyroidectomy was being performed, and nerve monitoring endotracheal tube was used to prevent surgical damage to the nerves. When the patient body was positioned and prepared for disinfection, it found that the airway pressure was high, ventilation was poor, and the end-tidal carbon dioxide (end-tidal carbon dioxide monitoring) did not come out. After fiberoptic bronchoscopy check, the cuff of endotracheal tube was soft, it was found that the cuff of endotracheal tube protruded into the lumen of the tube, from the side hole and blocked the endotracheal tube, making ventilation impossible and causing airway obstruction. Nitrous oxide used for the anesthetic. 35cmh2o was used to inflate the cuff. The patient had difficulty breathing just prior to being unable to ventilate. After the cuff of endotracheal tube was adjusted through fiberoptic bronchoscopy, the airway obstruction resolved by deflation. The tube was repositioned, then reinflated once the patient and tube was settled. After adjustment, ventilation became normal and procedure was completed. Postoperative recovery was good and no complications occurred. No patient impact.

Manufacturer narrative:
Cfda report code: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.